Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent minimum fill notifications occurred after the user filled the cartridge with 80 units of insulin during the load sequences. New cartridges were loaded to resolve the issues. Customer¿s blood glucose level was 140 mg/dl.